Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Delivery anomaly-possible under delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter smartguard (auto mode). The smartguard shield with the test sg value of 239 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or smartguard (auto mode) anomaly noted. No communication-between pump & xmtr not confirmed. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 08-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 08-aug-2025 in the pump history file and found 1 sensor error alert on 08/02/2025, 2 sensor error alert on 08/03/2025, 11 nodelivery (7) alarms on 08/06/2025 (during bolus/basal), 1 lowbatteryalert (104) on 08/06/2025 10:42:00.000, 2 failedbatttest (58) on 08/06/2025 1 offnopower (11) on 08/06/2025, 1 pump error 23 on 08/06/2025 and 2 battoutlimit (6) on 08/06/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter smartguard (auto mode). The smartguard shield with the test sg value of 239 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Earliest power data available per the power management tool/detail trace file is on 8/23/2025 8:01:00 pm. There was no power data available for the date of 08/06/2025. Unable to check power data for low battery alert, replace battery now alarm/offnopower (11), power loss alarm/battoutlimit (6) alarm, pump error 23 and failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-possible under delivery not confirmed. No communication-between pump & xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the transmitter was not paired with the insulin pump. Also, the customer reported the pump was not working because auto correction was not working. The customer reported a blood glucose value of 800 mg/dl. The customer reported hyperglycemia, extreme pain in the stomach and diabetic ketoacidosis and was treated with hospitalization. The event involved products mmt-342, mmt-431ag, and mmt-1884. Troubleshooting was not performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-342 and mmt-431ag. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.